Event description:
It was reported that the procedure was performed to treat a lesion in the coronary artery. During the use of a 2.75x23mm xience skypoint drug-eluting stent (des) the balloon was noted to be a little pierced. There were no adverse patient consequences but there was the risk of putting the stent in the wrong position so the same balloon was re-inflated continuously in order to complete the procedure. Following this, the des was confirmed to be well apposed to the vessel wall. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a conclusive cause for the reported material rupture of the balloon could not be determined. Factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other procedural devices or interaction with lesion calcification and tortuosity. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided, a definitive cause for the reported material rupture cannot be determined.